Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's implantable cardioverter defibrillator revealed under-sensing. Corrective programming changes were made. The patient was stable throughout.